Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the exact nature of the malfunction cannot be understood from the description - the reported aspect of failure to deliver gas can thus neither be confirmed nor denied. It is not even clear of the reported issue was related to a technical deviation of the device itself - it may have been the case that the input pressure of one of the driving gases dropped below the minimum level for safe operation, impurities in the hospital's gas supply system may have led to clogging of one of the filters in the gas input stage. The device requires the input of oxygen and compressed air from e.g. The central gas supply system of the hospital. The breathing gas composition as per setting is ensured by certain valves that dose the individual gases into a tank, and from this tank the gas is being delivered to the patient. If e.g. The supply of one gas fails, the device will post a corresponding alarm, and the ventilation will be continued with the other gas. Depending on which gas dosage fails, the fio2 of the mixed gas delivered to the patient will either decrease continuously (oxygen input lost) or increase continuously (air input lost), the device will thereupon post further alarms ("fio2 low" or "fio2 high"). The device was in operation for approx. 5 years now, state of preventive maintenance and repairs is unknown. Finally, since the exact nature of the deviation is not known, it cannot be concluded if the reported event was caused by component malfunction, lack of preventive maintenance, infrastructure issues or a combination of multiple factors.

Event description:
Dräger received an ufr with the following event description: "while using a ventilator for assisted ventilation, a malfunction was identified in the gas delivery system, resulting in failure to deliver gas. The ventilator was immediately replaced with another unit." It was further stated that the event did not lead to health consequences for the patient and that the device is back in use after repair.